Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was blood noted in the rv lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): evolutr-34-us transcatheter valve, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was insulation damage to the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.